Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were getting shocking internally or on their back and the issue began yesterday. Patient mentioned it wasn't real painful. Patient also mentioned their stimulation was turned on but they couldn't feel anything. When agent asked patient if they had any recent falls, accidents, or changes in weight, patient mentioned they hadn't fallen in a while. Agent redirected patient to their healthcare provider (hcp) to address the issue.